Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 545 mg/dl. While hospitalized for a non-diabetes related issue, customer required assistance from the hospital nurse to address the high bg. Reportedly, customer was treated with a correction injection via mdi. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.